Manufacturer narrative:
Evaluation of returned device on 17jan17 found turnpike catheter showed signs of biological contamination. The distal section of the catheter was severely damaged and fragments of the tungsten tip separated and were caught on the guidewire. The distal tip was twisted and the ptfe inner layer was exposed. The distal nylon coil was intact. Fragments of the tungsten tip was caught on the guidewire and tip is twisted and shows damage consistent with over-rotating against resistance. Fragments of the tungsten tip are missing. Undetermined if all pieces are accounted for.

Event description:
The supply manager reported that the tip of the turnpike spiral came off on the guidewire. There was no patient impact or injury reported.